Event description:
It was reported that during a tlh procedure, the device was used to spot coag or march quickly (not waiting for the 3rd tone). It seemed like the energy still activated for 1 - 2 seconds after he removed his finger from the button. Almost like it was sticking. The procedure was completed with the device and there was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).

Event description:
Additional information: device was being used to spot coag - dragging blade half-way and apply energy to get coagulation (not intending to cut, just to coag). Surgeon was not waiting for end tone, activation button continued to apply energy for 1-2 seconds, after the surgeon took his finger off the button. This happened when not waiting for tone 3. (B)(6) was in hospital and rep could not get device out of room; went back later but device had already been discarded. No issue with case or with patient.

Manufacturer narrative:
(B)(4).